Event description:
During the implantation procedure, the stylet pierced through the coil on this lead. Therefore, it was not implanted. Note: qa was not notified of this event until june 4, 2010.

Manufacturer narrative:
(B) (4)a response from the manufacturer is pending. Device was not returned.

Event description:
During the implantation procedure, the stylet pierced through the coil on this lead. Therefore, it was not implanted. Note: qa was not notified of this event until june 4, 2010.

Manufacturer narrative:
(B)(4). A response from the manufacturer is pending.(B)(4). Since the device was not returned, the manufacturing records were reviewed. The records showed the device conformed to specifications upon release. (B)(4): device was not returned.